Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve cracked during the procedure. There was no injury to the patient.

Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, valve flux test, pressure-flow, and preimplantation. The valve did not meet the requirements for leak or preimplantation testing. The valve failed leak testing due to tears between the dome and the proximal occluder. It is unknown how or when the damaged occurred. The IFU that accompanies the product cautions that, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components¿.¿. There was debris on the interior and exterior of the valve. The instructions for use (IFU) that accompany the device cautions that ¿ introduction of contaminant could result in improper performance of the shunt system. Particulate matter that enters the shunt system may result in shunt occlusion.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.